Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the helicoil anchor broke while being implanted. The procedure was completed with a smith and nephew back up device and it is unknown if there was a surgical delay. No further complications were reported.

Event description:
It was reported that during an arthroscopy, the healicoil anchor broke while being implanted. The broken piece were removed by using medical forceps the procedure was completed with a smith and nephew back up device using the original drilled bone hole and it is unknown if there was a surgical delay. A void was left in the patient. No further complications were reported.

Manufacturer narrative:
H2: additional information.

Manufacturer narrative:
Internal complaint reference (B)(4). H10, h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is on the insertion device with no defects. The sutures are run through the cannula and out through the handle. There is no sign of bio debris or any use of the device. A functional evaluation showed the anchor and sutures will deploy. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis(coa) is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the healicoil anchor broke while being implanted. The broken pieces were removed using medical forceps. The procedure was completed with a smith and nephew back up device using the original drilled bone hole and it is unknown if there was a surgical delay. A void was left in the patient. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor is on the insertion device with no defects. The sutures are run through the cannula and out through the handle. There is no sign of bio debris or any use of the device. A functional evaluation showed the anchor and sutures will deploy. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis(coa) is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that could have contributed to the failure include rough handling or excessive force to the device. No containment or corrective actions are recommended at this time.